Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for a driveline infection. The patient was reportedly not keeping up with the dressing appropriately, the patient was using napkins instead of supplies. The patient had symptoms of purulent drainage and an increase of white blood cells on their labs. The patient had a wound debridement, and a wound vacuum placed which returned 5 days later to the operating room for a wash out, then another 5 days later returned to the operating room for a flap to area with plastics. The patient underwent 4 weeks of cefazolin and then oral doxycycline. No further information was provided.